Event description:
It was reported from (B)(6) by medical staff that a patient experienced a poor connection on the controller. Power port 2 on the controller will not accept any power source, battery or cable even after cleaning the port. The controller was exchanged with no reported consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed visual and functional testing as a result of a broken pin on the ps2 connector. The reported event was confirmed bent pin on one of the two power port connectors (ps2). The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. An internal investigation has been opened to address this issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.